Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, it was noted that the atrial lead exhibited noise resulting in automatic mode switch episodes. No abrasions or anomalies were noted. The lead remained implanted and the asymptomatic patient would be monitored.